Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection. As a result, the entire system was explanted. Patient was then implanted with a new ipg and lead. Therapy restored. Related manufacturer reference number: 3006705815-2023-01664, 1627487-2023-01216.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.